Event description:
It was reported that during an artificial urinary sphincter (aus) implant procedure the physician felt that the pump was not working correctly. A new pump was used to complete the procedure. No information was provided about the patient's outcome. It was further reported that during the prepping stage the physician indicated the pump valve didn't feel to be working correctly, therefore a different pump was used. The surgery was said to have gone great. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that during an artificial urinary sphincter (aus) implant procedure the physician felt that the pump was not working correctly. A new pump was used to complete the procedure. No information was provided about the patient's outcome. It was further reported that during the prepping stage the physician indicated the pump valve didn't feel to be working correctly, therefore a different pump was used. The surgery was said to have gone great. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. Product analysis showed functionality of the device was as designed. Product analysis did not confirm a component malfunction. Based on the results of this investigation, no escalation is required.